Event description:
It was reported to philips that the flexvision pc did not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision pc did not turn on. The philips remote service engineer (rse) checked the system remotely and confirmed that the room screen was not turned on. The customer stated that after two restart the system was working fine. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome. The evaluation method code was corrected.